Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause could not be determined from the photo provided. One photo sample depicting a section of a powerpicc catheter was returned for investigation. The catheter is purple; however, the exact configuration and lumen size could not be determined. A longitudinal split is observed and appears to be wavy and wrinkled. The surface characteristics could not be clearly observed. Based on the photo provided, possible contributing factors include over-pressurization. The presence of an occlusion within he catheter could not be confirmed. Since a split was observed on the catheter, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that pt¿s arm was swollen though nothing appeared wrong. PICC was removed and flushed and found leaking on the third of PICC line from hub. No other information was provided.